Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Additional information was received from a healthcare provider (hcp). A "catheter access study" was performed but the results were not reported. The cause of the revision was the catheter had "vacated" the intrathecal space. As of (B)(6) 2016, the catheter issue had not resolved yet.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving baclofen (dose, concentration and lot number unknown) via an implantable pump for intractable spasticity. On an unknown date, a catheter issue occurred. No patient symptoms were reported. On an unknown date, the pump was filled with saline 9mcg/ml at minimum rate of 0.006 ml. The healthcare provider (hcp) performed a computed tomography (CT) scan and found that the catheter was "coiled outside" close to the site of entry. On (B)(6) 2016, distal segment of the catheter was revised; the hcp removed 9cm of old spinal catheter and connected it to a new spinal segment that he implanted intrathecally. They did not put baclofen in the pump the day of the revision and left the saline in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.